Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Current blood glucose level was 212 mg/dl. The customer treated low blood glucose level with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer using insulin pump within 48 hours of low blood glucose of event. Insulin pump was on auto mode. The insulin pump will not be returned for analysis.